Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed "defib fault 78" and "defib fault 79" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.